Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section e1: reporter: first/given name: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: address: telephone number: unknown/ not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2025, a patient underwent cataract surgery during which a puresee intraocular lens (iol), 24.0 diopters, was implanted. Post-operatively, the patient experienced blurry vision noted at follow-up examination. Subsequently, on (B)(6) 2025, the patient underwent an intraocular lens exchange procedure. The originally implanted iol was explanted and replaced with a puresee toric iol, 25.0 diopters. The outcome following the lens exchange procedure was not provided. No additional patient complications or relevant medical interventions were reported. No further information is available.